Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse verified dried solution on and below the regulator. The fse replaced and adjusted the 10 psi air regulator, drained the mist separators on the hydro and primed the system. No further hydro leaking was reported as of (B)(4) 2011. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from their unicel dxc 800 synchron system. The customer reported a recurring fluid leaking from the 10 psi air regulator. The leak was from the hydro area onto the floor. No fumes were produced and the customer was neither harmed nor needed medical treatment. Bec customer technical service (cts) personnel advised that lab personnel avoid contact with the fluid and to not use the system until the system is evaluated by bec. No effect to patient or user was reported in connection with this event.